Event description:
It was reported that the customer was hospitalized due to hyperglycemia and dehydration. The customer's blood glucose reading was 605 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the initial prime test. The customer last changed her infusion set the day prior to the event. The customer was using a quick-set. After changing the infusion set and reservoir, the prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.